Event description:
The customer reported obtaining erroneous plt results on a single patient sample run on the lh750 analytical station. Erroneous results were not reported outside the laboratory. There is no death, injury or change to patient treatment attributed to this event. The results were discovered to be erroneous when the automated plt results from the lh750 did not match the manual plt estimate. The manual plt estimate revealed a much higher plt count than that obtained from the lh750 instruments, no plt clumps were observed. Plt results from the manual slide estimate were accepted as correct.

Manufacturer narrative:
Review of the customer's provided data revealed the sample recovered low plts on the initial run on one lh750 instrument. The same patient sample was rerun on a second lh750 instrument , also obtaining low plt results. Results on both lh750s recovered without instrument flags or suspect messages. All other cbc parameter results correlated between both instruments. A field service engineer evaluated the instrument. Upon investigation and verification of the instrument the fse could not determine the cause of the customer's reported issue. Another MDR was completed for the second instrument (1061932-2014-00164). (B)(4).